Event description:
Caller reported a malfunction on pump, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, which resolved the issue without the malfunction code recurring. Customer was advised to continue using the pump and to call back if the issue recurred, and acknowledged the instructions provided.